Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (¿2000¿ at ¿250¿) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that patient¿s parents reported to the physician feeling heat where the pump was implanted. The pump was replaced. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting had been performed. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-sep-2019 from a healthcare professional (hcp) who reported that they were unsure when the patient¿s parents first started feeling the heat where the pump was, but the patient came to the ER (emergency room) on (B)(6)2019 with increased agitation. The patient¿s mom had felt heat coming from the pump while on vacation (unsure of date). The side port was accessed on (B)(6) 2019 and it was noted they were unaware of heat coming from the pump until after the side port was accessed and it was noted ¿suspicion due to heat and good flow of side port¿. The cause for the patient¿s parents feeling heat where the pump was implanted was undetermined. No further complications were reported/anticipated.